Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative on 2017-dec-07 regarding a patient receiving saline via an implanted infusion pump. The indication for use was unknown. It was reported that the patient's pump was alarming on an unknown date. The representative was asked to silence the alarm, and the pump started alarming again. The alarm was heard but telemetry had not yet been performed. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient has had saline only in her pump for "quite some time". It was stated that the patient no longer was in need of the pump and planned to have it removed but no surgery date was scheduled at the time of this report. The hcp requested a stop pump code on (B)(6) 2017 and the patient's pump was updated. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider(hcp) via a device manufacturer representative. It was reported that upon interrogation of the pump on (B)(6) 2017 the alarm that was displayed was an empty pump alarm. No further information was reported as a result of this event.